Event description:
The rptr's son received the wheelchair and went through 12 electric motors in one year. The chair was replaced and he has gone through add'l 12 motors. The left side clutch has come out twice in the last year. There is no warning before the motor goes out and no weight limitations for the chair. The chair is very heavy.